Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed improper rotation of the left section of the bsv (blood sampling valve) caused by loose bsv knob. The bsv assembly was replaced, resolving the reproducibility and control recovery issues. Unrelated to the bsv malfunction, the pinch valve mount for pv39 was broken and the pinch valve was replaced, resolving this finding. (B)(4)..

Event description:
A customer reported that a coulter hmx hematology analyzer experienced reproducibility failures for hemoglobin (hgb) parameter along with low red blood cell (rbc) recovery on controls, and was able to confirm a loose blood sampling valve (bsv). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.